Event description:
During index procedure, the patient had 3 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal lad. On the same day the patient suffered a mi. It is reported that a dissection occurred during the procedure. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Ref MFR # 9612164-2012-00295, 9612164-2012-00296, 9612164-2012-00297.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction/dissection).